Event description:
Reporting status: malfunction. Reporting rationale: recall. Device issue: difficult to deflate/tear in inflation lumen. On thursday, (B) (6) 2009, abbott vascular initiated a recall for this powersail coronary dilatation catheter part and lot number. In this case, the distal shaft of the catheter exhibited damage. Even though this is rare event, we are recalling the respective lot. While the issue should be detected during the preparation of the product, it may cause a leak of contrast material. Such a leak has the potential to lead to catheter functional failures and clinical consequences as described in the instructions for use. Based on the catheter damage exhibited and the recall action, this incident will be upgraded to a malfunction MDR. Case description: it was reported that once the device was placed at the lesion site, it would not inflate. The device was removed, and another was used with no issue. No patient injury was reported. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: quality assurance analysis of the returned device revealed that the balloon catheter was returned with blood visible in the guide wire lumen, inflation lumen, and balloon. There was no contrast visible. The balloon was partially inflated. The outer member was necked 1mm proximal to the proximal balloon seal. The outer member was stretched 2 mm between the proximal balloon seal and the balloon taper. There was no other damage noted to the balloon catheter. A new indeflator was filled with water and an attempt was made to pressurize the balloon when water leaked out of two longitudinal tears 2.5 cm proximal to the proximal balloon seal. The tears were 2.5 mm long. The tears were on opposite sides of the outer member. There were longitudinal scratches proximal to both tears. The device was sent to the lab for further analysis. Product performance engineering (ppe) reviewed the incident information and analysis results. It was reported that the powersail device would not inflate once placed at the lesion site. The device was removed without incident and another device was used to complete the procedure. Factors that can contribute to difficulties inflating include, but are not limited to, obstructions in the inflation lumen, tears, ruptures, kinks, or tortuous anatomy. The powersail balloon catheter was returned with blood visible in the guide wire lumen, inflation lumen, and balloon, suggesting a rupture or tear. The tear was confirmed when an attempt to pressurize the balloon was made and leaking was observed out of two longitudinal tears on the shaft proximal to the proximal balloon seal. The tears were located on opposite sides of the shaft. There were longitidinal scratches proximal tio both tears. Additionally, the outer member was necked and stretched which are indications that the device was subjected to tensile overload. Sem analysis confirmed that the tear punctured through both the inner and outer members and that a tear had also occurred on the opposite side of the inner and outer members. Since the tear damage occurred to both the inner and outer members, it is possible that a sharp object may have pierced through the catheter resulting in the inability to pressurize the device. The difficulty in inflating was likely due to the torn shaft; however, the definitive root cause for the torn shaft could not be determined. A field discrepancy notice (fdn) will be initiated to further investigate the manufacturing process that may contribute to the tear damage. A fdn was previously initiated on 08/05/2008 to evaluate the manufacturing process that may contribute to the tear damage of the inner and outer members. The business unit was notified on 09/05/2008 regarding this incident since it exhibited similar tear damage of the inner and outer members. All further investigations and any implemented corrective action will be documented in the fdn. Further corrective action activities include an abbott vascular initiated recall (B) (4) on 06/18/2009, for this powersail coronary dilatation catheter par and lot number combination as a result of the tear damage exhibited on the distal shaft. This MDR is considered closed by the product performance group.